Event description:
It was reported that there are some issues with psi infections at dartmouth. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed. Placeholder.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for complaint (B)(4). (B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Report received date to (B)(4) 2010. Original awareness date is (B)(4) 2010. Placeholder.